Event description:
It was reported that during the implant procedure, when positioning the lead in the atrium, it was discovered that the suture sleeve had slid off the distal end of the atrial lead. The sleeve was located with the use of fluoroscopy and was found to have passed through the right side of the heart and lodged in the pulmonary artery. A snare was used to retrieve and remove the sleeve. The lead was removed and replaced without incident. The patient was asymptomatic throughout the procedure and also during the post-operative examination the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).